Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring was broken in half and that the c-ring was still attached to the c-ring wire but the scope washer tubing was missing. The other half of the c-ring and scope washer tubing were not returned. The c-ring was subjected to a high heat long enough to melt and subsequently break the c-ring into two pieces. The most plausible explanation for the c-ring breaking into two pieces is that the c-ring came in contact with the hemopro tissue welder jaws while they were energized. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode.

Event description:
The hosp reported in 2008, that during the endoscopic vein harvesting procedure, the hemopro c-ring was burnt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Maquet's quality technician received the product on 12/09/08 and after decontamination, on 12/11/08 upon opening the box, it was observed that the c-ring was broken in half. This is an MDR reportable event; therefore, maquet re-assessed this event as MDR reportable with an alert date of 12/11/08.